Manufacturer narrative:
Occupation is lay user/patient. The test strips were requested for investigation. The reporter's meter and two test strips were provided for investigation where they were tested using retention controls and one retention strip. Testing results (qc range = 2.5 - 3.7 inr): returned strips: qc 1: 3.0 inr, qc 2: 3.1 inr. Retention strip: qc 3: 3.0 inr. Relevant retention test strips (lot 405010) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Upon analysis of the meter memory, the results alleged by the customer were not observed. The investigation did not identify a product problem. The cause of the event could not be determined. The customer was on a heparin drip at the time of the result obtained on (B)(6) 2019. Per product labeling, testing performed with blood samples containing heparin concentrations up to 0.8 u/ml showed no significant effect on test results. Heparin concentrations above that level could potentially influence results. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4), compared to an unknown laboratory method. On (B)(6) 2019, the result from the meter was 3.3 inr. The result from the laboratory five minutes later was 2.3 inr. The patient was on a heparin drip during this comparison, the concentration is unknown. On (B)(6) 2019, the result from the meter was 3.5 inr. The result from the laboratory an hour later was 2.5 inr. No treatment was given based on the high results from the meter. The patient was instructed to withhold coumadin for one day. The patient's therapeutic range was 2.5 - 3.5 inr.